Event description:
A hospital in (B)(6) reported that the rubber portion of an rt042 single use hospital vented nasal mask was separated from its plastic part three times while being used on a patient. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint rt042 single use hospital vented nasal mask is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported that the silicon seal of an rt042 single use hospital vented nasal mask became separated from its base three times while being used on a patient. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: two rt042 masks were returned to us for evaluation. The masks were visually inspected and tested for ease of assembly and tightness of fit. Results: there was no damage found to the seal or base of either mask. When tested for ease of assembly it was found that with both masks it was easy to assemble the silicon seal onto the mask base. The seal and base of both masks fitted together snugly and did not come loose when manipulated. Conclusion: the rt042 nasal mask has a hard plastic base, with a silicone seal enclosing foam around the outer edge of the base to seal onto the patient. The seal is held onto the base of the mask by a combination of silicone clips with an interference fit. To remove a properly fitted seal requires excessive force. It is possible that incorrect or poor assembly by the operator on the production line contributed to a weak seal. Awareness training was given to production line staff to ensure our standard operating procedures are being followed correctly and to prevent a reoccurrence of this event. The seal or cushion can also come apart if sufficient force or pulling is applied during use. Before assembly the rt042 components are visually inspected to check for any defects. Following assembly every mask is visually inspected to ensure that the silicone seal is correctly fitted and retained by the lip on the mask.